Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The customer re-loaded the cartridges to resolve the issue. There was no adverse impact to the customer's blood glucose level.